Manufacturer narrative:
The information for the additional 510k is as follows: g4. PMA/510(k)#: k014123 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2 it was reported while using the bd bactec¿ mgit¿ 960 sire kit, one (1) isoniazid false resistant patient result was obtained. Confirmatory testing using gene sequencing indicated patient susceptibility to isoniazid. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bactec mgit 960 sire kit batch 5020124 is composed of mgit 960 sire supplement batch 4289932, mgit 960 streptomycin batch 4297723, mgit 960 isoniazid batch 4297728, mgit 960 rifampin batch 4297733, and mgit 960 ethambutol batch 4284998. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixing until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin, and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogeneous solution. The solution is then sterile filtered, dispensed into vials, and stoppered by machine. The vials are lyophilized and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a bactec mgit 960 sire kit (material 245123). The batch history record reviews for component lots, as well as for the bactec mgit 960 sire kit batch 5020124, were satisfactory with no quality notifications generated during manufacturing and inspection. Formulation, filling, and lyophilization processes were within specifications. Qc inspection and testing, including all sterility and antibiotic susceptibility testing, were satisfactory at the time of release. The complaint history has been reviewed. One other complaint was received on kit batch 5020124 for false resistance. Eight images were available for investigation. One photo shows five tubes in an ast carrier, and the tube in the growth control position displays apparent microbial growth, while the other four tubes appeared clear. Two photos are of an epicenter pdf report. Five other photos are of monitor screens; two show a graphed curve, two show line items and mic values, and one displays a document. However, most of the information in the two pdf photos and the five computer screen images is in a foreign language. No return samples were received for investigation. Retention samples of sire supplement batch 4289932, streptomycin batch 4297723, isoniazid batch 4297728, rifampin batch 4297733, and ethambutol batch 4284998 were available for inspection. Two supplement vials were incubated, one at 20 to 25 degrees celsius and one at 33 to 37 degrees celsius for seven days. Two vials of each of the lyophilized drugs were reconstituted; for each drug batch, one vial was incubated at 20 to 25 degrees celsius and one vial was incubated at 33 to 37 degrees celsius for seven days. After seven days, there was no contamination present in the reconstituted drugs or supplement vials. Additionally, retention samples were tested for antibiotic susceptibility per standard performance procedure. Tests conducted for investigation did not replicate the false reaction defect. All performance testing was satisfactory per qc procedures. This complaint cannot be confirmed. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
Report 2 of 2 it was reported while using the bd bactec¿ mgit¿ 960 sire kit, one (1) isoniazid false resistant patient result was obtained. Confirmatory testing using gene sequencing indicated patient susceptibility to isoniazid. There were no health impact or consequences reported.